Manufacturer narrative:
Literature citation: otsuka, yoritaka et. Al. ¿black hole restenosis after drug-eluting stent implantation for in-stent restenosis: potential mechanism and optimal strategy¿, heart vessels (2015), 30:682-686. Device is combination product. Device evaluated by MFR: the device was not returned to the complaint investigation site (cis) for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same literature article as MDR ID 2134265-2016-09617. It was reported via literature that in-stent restenosis occurred. The patient underwent a non-bsc drug eluting stent implantation in the mid left anterior descending (lad) artery due to stable angina pectoris. Sixteen months later the patient was treated for in-stent restenosis of the non-bsc stent with deployment of a taxus express2 drug eluting stent. Fourteen months later the patient was treated for in-stent restenosis of the paclitaxel stent with placement of 2 non-bsc drug eluting stents in the proximal and distal lad. Ten months later the patient was admitted to the hospital due to recurrent stable angina pectoris. Coronary angiography showed a total occlusion of the distal lad artery and a moderate in-stent restenosis of the mid lad. Intravascular ultrasound (ivus) images showed iso-echoic tissue at the site of distal occlusion. Ivus images of a moderate in-stent restenosis showed homogenous echolucent appearance within the site of 3 layers of overlapped drug eluting stents, recognized as bh (black hole) phenomenon. A non-bsc stent was implanted for the occlusion of the distal lad. Balloon angioplasty using a cutting balloon was performed for the moderate restenosis with "bh". The patient was prescribed dual antiplatelet therapy of clopidogrel and aspirin. The patient had no restenosis and no recurrent angina for 3 years after final treatment.